Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, hot smell and service required error. During the time of alleged incident, the device settings was 10cmh20. Patient also states he has a stiff neck due to neck surgery and he is not sure if the headache is due to neck surgery or device malfunction. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found e-4, e-20 and e-22 errors was logged. Additionally software was upgraded, error log cleared, and unit passed final testing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.